Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer stated that the alarm occurred twice within thirty days. The customer's blood glucose was 67 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised customer that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.